Event description:
A hcp user reported that the number of time segments in glooko device settings (for basal rate, sensitivity, carb ratio and target) does not match the number of time segments on the actual pump. The glooko engineering team was able to reproduce the issue and a software fix was implemented to address it. No adverse events were reported.